Event description:
The infusion pump was received at the service facility with a vague report of the device being inaccurate while it may have been used on a pt. No add'l info was able to be received. No pt injury was reported.